Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that an accutrac 200 laser fiber was used during a retrograde intrarenal surgery procedure in the renal calyx of the kidney performed on (B)(6) 2014. According to the complainant, during the procedure, the laser fiber energy could not break the stone and the connector was very hot. It was reported that there was no injury to the physician or nurse. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) fiber connector overheats. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.